Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that this system displayed a pre-charge error and was not operational. This condition results in an automatic system shutdown. There is no report of injury or death associated with the event described in this complaint.